Event description:
Customer reports, strip label expiration date is 7/31/2009, while using the advantage system. Acc agent reports electronic records' expiration date is 1/31/2009. Batch record verification shows expiration date is 1/31/2009. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.